Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump passed the error test. No error alarm noted. The insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with unexpected restart alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer also states the act button is hard to press. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.